Event description:
Per information provided by patient's attorney: (B)(6) 2012 - patient was diagnosed with epigastric ventral hernia and umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the epigastric and umbilical hernia sacs were dissected away. A ventralex patch (device #1) was placed beneath both the defects and sutured.¿ (B)(6) 2013 - patient was diagnosed with recurrent epigastric hernia thereby underwent open repair with the implant of ventralex mesh (device #2). Per operative notes, ¿the hernia sac was found and opened. The small punched out defect was seen lateral to previous completely incorporated intact patch (device #1). A ventralex patch (device #2) was placed on the undersurface of the defect and sutured.¿ (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with mesh explant (device #1& #2) and implant of ventralight st w/ echo positioning system (device #3). Per operative notes, ¿the bowel was severely adhesed to the mesh. Two different types of mesh (device #1 & #2) were identified and there were loops of bowel within a hernia just superior to gore-tex mesh. The loop of bowel was adhesed to the hernia sac and mesh. Dissection was performed to separate the small intestine from the old mesh and the entire mesh (device #2) was taken down sharply. A piece of old mesh (device #1) was cut out that was not severely adhesed to the bowel. The hernia defect was measured and a ventralight st w/ echo positioning system (device #3) was placed to the anterior abdominal wall and secured.¿ (B)(6) 2017 - patient had generalized peritonitis thereby underwent laparoscopic ventral hernia repair with implant of xenmatrix (device #4) and small bowel resection. Per operative notes, ¿succus was noted along the anterior abdominal wall involving newly placed mesh (device #3). The area of bowel perforation was identified during exploratory laparotomy. The peritoneal cavity was entered after the newly placed mesh (device #3) was removed. The small bowel was intimately attached to his old mesh (device #1). A xenmatrix mesh (device #4) was placed and sutured.¿ attorney alleges that the patient had pain, hernia recurrence, removal of mesh and emotional injuries.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, post implant of ventralight st w/ echo, patient was diagnosed with hernia recurrence, peritonitis and bowel perforation thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. This emdr represents ventralight st w/ echo (device #3). Additional supplemental emdr's were submitted to represent ventralex meshes (device #1 & #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.